Manufacturer narrative:
The actual single use device was not available; however, a photograph of the sample was provided for evaluation. An inspection of the returned photograph was performed and the photograph showed evidence that the bladder had ruptured. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. It was reported that the bladder of one (1) half day infusor ruptured. The bladder rupture occurred prior to patient use. There was no patient involvement. No additional information is available.